Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure, while attempting to remove the peek cartridge from the implant, the implant disassembled in the vertebral space. The implant was removed and replaced with an alternate of the same size to complete the case. There were no reported patient impacts or surgical delays.

Event description:
It was reported that during the procedure, while attempting to remove the peek cartridge from the implant, the implant disassembled in the vertebral space. The implant was removed and replaced with an alternate of the same size to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
The identity of the device was inspected. The superior plate had pn mb070k, ln 5315176. The inferior plate had pn mb111k, ln 5315162. The device was examined. Visual inspection revealed no visible damage. The implant came disassembled. The device could not be functional tested as it was shipped in a transparent box and was not sterilized. The complaint is confirmed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. The stg adequately addressed removing the peek cartridge and there is no evidence it contributed to this event. The peek cartridge product was not returned, only the prosthesis was returned. No photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Currently, no action is recommended. A complaint history search for the year prior to the event ((B)(6) 2018 ¿ (B)(6) 2019) for pn# 230h4002 yielded the following results: there are 2(two) other complaints for the lot numbers associated with this complaint. This device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable.